Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported a patient with small tags at twelve o clock due to placement of flap on limbus in the right eye during lasik surgery. Surgeon stated dark eye with pigment around limbal area making it hard to dissect to tell that superior flap edge was on limbus versus cornea. Beaver blade used to cut the tag. Surgeon understood that due to small cornea and centration of flap, tag occurred.

Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to the day of treatment. Review of the logfiles for the day of treatment shows no relevant errors or any relevant warnings. The energy was stable during the whole day. Logfile shows eight successfully performed treatments and the reported treatment could be identified in the logfile. The logfile shows that the beam control check (bcc) for the treatment was conducted about 9 minutes before starting procedure instead of immediately before procedure. The treatment was finished successfully without any issue. No relevant deviation between planed and performed energy is detectable for the reported treatment. The user operated surgery within the recommended energy settings. The thickness of the flap was thinner than the recommended flap thickness. No technical root cause could be identified. No technical root cause could be determined for the reported event. With current information a device malfunction can be excluded. Root cause could be determined as external- patient condition, flap placement on limbus was not optimal leading to small tag, due to dark pigment around limbus. This led to a less optimal flap placement causing the reported small. The manufacturer internal reference number is: (B)(4).